Event description:
It was reported that the device was out of order and there was a smell of burning. No clinical consequences for the patient.

Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. A visual inspection found that the device looked in normal condition. The tank cover had small cracks or other damages visible. During the functional testing, the customer reported problem was able to be confirmed. The cause of the issue was found to be the main board. The main board was replaced. Device passed all functional testing after repair.